Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of her essure coils had perforated her fallopian tube') in an adult female patient who had essure (batch no. 636097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). At the time of the report, the fallopian tube perforation, pelvic pain, pelvic discomfort, back pain, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, fallopian tube perforation, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tube perforation. Most recent follow-up information incorporated above includes: on 8-jun-2021: mr received. Lot number, product indication and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of her essure coils had perforated her fallopian tube') in an adult female patient who had essure (batch no. 636097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). At the time of the report, the fallopian tube perforation, pelvic pain, pelvic discomfort, back pain, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, fallopian tube perforation, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tube perforation. Lot number: 636097 manufacturing date: 2009-04 expiration date:2012-04 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.